Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined.

Event description:
It was reported that patient underwent a right initial total hip arthroplasty on (B)(6) 2015. During the procedure, a size 12 broach was used but when a size 12 stem was implanted in the patient¿s bone it subsided. The stem was removed and a size 13 stem was utilized to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.